Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, the area on the sheath that was clipped by the hemostat likely pulled off when the physician tried to remove the sheath. The surgeon then grabbed the other side of the same sheath and was able to successfully remove it. The device was implanted successfully with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 06/16/2008. Sheath splits/cracks/breaks - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.